Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement in the right and left common femoral arteries was attempted with proglide devices using the pre-close technique via 8f sheaths prior to an endovascular aneurysm repair (evar) procedure. Reportedly, minimal resistance was met upon insertion of four proglide devices. The guides began to bend as if they were going to break. The proglide devices were removed without issue. The sutures of two new proglide devices were successfully pre-placed in both access sites. The sheaths were upsized to 20f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.